Manufacturer narrative:
Citation: chen sc et al. Women had favourable reverse left ventricle remodelling after tavr. Eur j clin invest. 2020 jan;50(1):e13183. Doi: 10.1111/eci.13183. Epub 2020 jan 9. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether gender difference affects the process of left ventricle remodeling after transcatheter aortic valve replacement (tavr). All data were collected from a single center between may 2010 and march 2016. The study population included 100 patients that consisted of 50 males and 50 females with a mean age of 80 years and a mean weight of 61 kg. Of those, 84 were implanted with medtronic corevalve transcatheter bioprosthetic valves. No serial numbers were provided. Among all patients, 21 deaths occurred within one-year after tavr. Of those, 13 were due to non-cardiac causes and 8 were due to cardiac causes, respectively. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, ischemic stroke, major bleeding, coronary obstruction, myocardial infarction, major vascular complications, moderate-severe paravalvular aortic regurgitation/leak, and new onset left bundle branch block. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.